Event description:
It was reported by a manufacturer repair tech that the handpiece overheated during testing. This did not occur during a surgical procedure. There was no pt involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was returned to the manufacturer for service and evaluation. A condition of the device overheating was confirmed and reported. Based on the investigation details, the likely cause was problems with the driveshaft assembly, which was replaced along with the motor cartridge and other components. Service did a clean, lube, and adjust to the device and repaired it.